Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing which resulted to pacing inhibition with asystole greater than 2 seconds. Boston scientific technical services (ts) discussed the possible causes. The patient is pacer dependent and a field representative opted to bring the patient in for evaluation. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.